Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, far-field p-wave oversensing episodes were observed. Technical support reviewed the session records and stated the right ventricular (rv) lead is an integrated bipolar lead and it may be positioned close to the atrium which is likely picking up p-wave signals. An induction test was performed as the max sensitivity was decreased. The induced ventricular fibrillation (vf) was correctly detected at first, then the arrhythmia amplitude got smaller and some unbinned cycles occurred. The therapy was suspected to be delayed due to undersensing during the vf detection related to the patient's condition. The rv lead was capped and replaced with no adverse consequences to the patient.